Event description:
It was reported that the ventricular assist device (vad) patient had a subtherapeutic international normalized ratio (inr) of 1.2 and that the patient had been going in and out of atrial fibrillation (af) over the last several weeks. The site suspects a microemboli from the atrium from the af. It was also reported that the patient was confused and double disconnected both power sources while getting out of the shower. The patient lost consciousness and stopped breathing. A family member reconnected the power sources and the vad failed to restart and a vad stopped alarm occurred. The backup controller was then connected to the ac adapter, battery and driveline. The vad restarted and the patient started to breathe. The patient was intubated and remained unconscious. It was noted that the controller had been set to a time of thirty and sixty minutes after the actual time. Also, a review of log file data revealed several motor start events with parameters outside of the typical range, failed motor starts and the controller exhibited an unexpected loss of power. The patient was treated with antiarrhythmic medication and was extubated due to being alert and oriented with no n eurologic deficits. The vad remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 30-nov-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Review of the controller log files revealed this event was initiated by a controller power up event with an associated pump start event logged on (B)(6) 2023 at 10:58:58. Of note the data file involving (B)(6) was not available for analysis during the reported event. The events leading up to the loss of power could not be determined since the available data log file did not cover the period in which the controller power-up events were recorded. Two (2) unsuccessful motor start attempt were subsequently logged at 10:59:25 and 11:01:44, indicating that the pump failed to restart after several attempts. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2023 at 11:08:41, indicating a physical disconnection of the driveline from the controller. One (1) vad stopped alarms was logged on (B)(6) 2023 at 10:59:25, indicating that the pump failed to restart after multiple attempts. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2023 at 11:40:12, indicating a physical disconnection of the driveline from the controller. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 11:41:24, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 11:40:12, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 11:41:12, indicating the driveline was connected to the controller due to a controller exchange. Review of the available log files revealed motor start events recorded on (B)(6) 2022 at 08:51:51, on (B)(6) 2023 at 19:52:23, on (B)(6) 2023 at 09:07:40, on (B)(6) 2023 at 07:52:29, on (B)(6) 2023 at 06:01:11, on (B)(6) 2023 at 16:31:15, on (B)(6) 2023 at 06:21:04, and on (B)(6) 2023 at 11:41:24 in which the motor start parameters were atypical. As a result, the reported failure to restart, vad stopped, vad disconnect, loss of power, and real time clock error events were confirmed. The most likely root cause of the reported the loss of power and vad disconnect alarms on (B)(6) can be attributed to the disconnection of both power sources, as described in the event details. The most likely root cause of the vad stopped alarm and the failed motor start attempts can be attributed to failure of the pump to restart after several attempts. CAPA pr00551638 is investigating controller losses of power. (B)(6) was in scope of fca cvg-21-q3-21. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Review of the event log file revealed that the last update to the controller date and time was initial manually set as (B)(6) 2019 at 11:51:10, during the initial programming of the controller. The date/time have not been updated since this initial programming. This likely contributed to the reported "36 minutes off" event. A result, the reported event was confirmed. The most likely root cause of the reported time off event can be attributed no updates to the controller date/time since the initial programming. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental is being submitted for device evaulation. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Review of the controller log files revealed this event was initiated by a controller power up event with an associated pump start event logged on (B)(6) 2023 at 10:58:58. Of note the data file involving (B)(6) was not available for analysis during the reported event. The events leading up to the loss of power could not be determined since the available data log file did not cover the period in which the controller power-up events were recorded. Two (2) unsuccessful motor start attempt were subsequently logged at 10:59:25 and 11:01:44, indicating that the pump failed to restart after several attempts. One (1) vad stopped alarms was logged on (B)(6) 2023 at 10:59:25, indicating that the pump failed to restart after multiple attempts. Additionally, a vad disconnect alarm was logged on (B)(6) 2023 at 11:08:41, indicating a physical disconnection of the driveline from the controller. Review of the event log file revealed that the last update to the controller date and time was initial manually set as (B)(6) 2019 at 11:51:10, during the initial programming of the controller. The date/time have not been updated since this initial programming. This likely contributed to the reported "36 minutes off" event. Log file analysis revealed that (B)(6) was a backup controller. Log file analysis associated with (B)(6) revealed a controller power up with successful motor start event logged on (B)(6) 2023 at 11:40:06 and 11:41:24 and a subsequent vad disconnect alarm was logged at 11:40:12 indicating the controller powered on without the driveline connected, likely due to troubleshooting during the reported controller exchange. Of note, on (B)(6) 2023, the date and time were updated to 08:24:51. Review of the available log files revealed motor start events recorded on (B)(6) 2022 at 08:51:51, on (B)(6) 2023 at 19:52:23, on (B)(6) 2023 at 09:07:40, on (B)(6) 2023 at 07:52:29, on (B)(6) 2023 at 06:01:11, on (B)(6) 2023 at 16:31:15, on (B)(6) 2023 at 06:21:04, and on (B)(6) 2023 at 11:41:24 in which the motor start parameters were atypical. As a result, the reported failure to restart, vad stopped, vad disconnect, loss of power, and real time clock error events were conf irmed. The most likely root cause of the reported the loss of power on (B)(6) can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnection of the driveline from the controller (B)(6) and controller (B)(6) powered on without the driveline connected. The most likely root cause of the vad stopped alarm and the failed motor start attempts can be attributed to failure of the pump to restart after several attempts. CAPA pr00532915 is investigating pump failures to restart. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported time off event can be attributed no updates to the controller date/time since the initial programming. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that there is no history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
UDI related data quality updates only corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.